Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot insert cutter" was confirmed. The evaluation found a dislodged bearing on the device. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating the bearings dislodged on the device. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional information available.